Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-17. The cause of the high impedances was unknown. The rep programmed around the impedances. The patient being unable to increase their stimulation and seeing the settings not available message was resolved. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. There was a settings not available that started on (B)(6) 2019. The patient tried different groups but could not go above 0.2 volts. At their last appointment two months ago, they checked the implant and it said something weird on their remote that stated the ins needed to be changed. The patient did not have information on this as no one has called them back yet. The patient stated that they said something needed to be changed. They have been having issues for months as far as taking out the battery constantly with different codes. The patient noted that a went to 2 but the rest only went to 0.2 volts. The patient was redirected to follow up with their healthcare professional (hcp) and patient services emailed local manufacture representatives (rep) on the patient¿s behalf. There were no patient symptoms reported and no complications reported. Additional information was reported that the patient stated that approximately three months ago the patient tried to turn up her device and she got her error message saying the device settings could not be provided. The patient was seen in the clinic today and their ins was interrogated with the manufacturing representative's (rep) clinician tablet. The patient had high impedances on 6, 13, and 14. The patient's device was reprogrammed successfully at this time avoiding these three electrodes. It is unknown if the patient's issue has been resolved at this time. No further information was reported.